Event description:
It was reported that during a da vinci assisted surgical procedure that jaw of the 8mm maryland bipolar forceps instrument used in yesterday's surgery were blackened and charred, melting all the way to the base and was used in vio3. The procedure continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.